Manufacturer narrative:
Device manufacturing records were reviewed and x-rays were reviewed by manufacturer, vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records confirmed sterilization prior to distribution. X-ray review by manufacturer yielded no gross discontinuities. Device malfunction suspected.

Event description:
Initial reporter indicated that high lead impedance was discovered in the or during a generator replacement surgery for end of battery life. A malfunction was suspected against the lead. It was reported that "the device had reached eos and could no longer be interrogated therefore, resulting in no diagnostic testing done pre-operatively." The patient's generator pocket was closed with 102r implanted and connected to existing lead with high impedance. It was planned for surgery to be scheduled at a later date. X-rays reviewed at manufacturer, no gross lead discontinuities noted. The lead wires closest to both connector pins appeared to be coiled in appearance indicating stretching or physical manipulation of lead wires. The patient postoperatively developed an infection and the lead was explanted and the 102r generator. No surgery date has been set at this time for their replacement of the vns device. The patient's mother reported that pt had "an infection in the generator pocket." Her daughter "picked the stitches out of the pocket pretty much the day of surgery." The patient's surgeon stated that the patient was developmentally delayed and she did pick at her incision site from surgery date. They thought the infection was caused by the patient picking at the site before it healed and pulling the sutures out. The patient was taking "keflex" for the treatment of the infection after the explant. Cyberonics is pending receipt of the explanted products for analysis.